Event description:
They were updating the pump and having difficulty completing telemetry when they received a pme (pump memory error) and telemetry was cancelled. Telemetry confirmed a critical alarm was occurring; the alarm was due to a critical pme. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).